Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus for the treatment of gastroesophageal varices during an endoscopic gastroesophageal variceal ligation procedure on (B)(6) 2025. During the procedure, it was found that the speedband superview super 7 could not deploy the bands normally which delayed the procedure. It was discovered that the bands were stuck inside the elastic band of the ligation component. The procedure was completed with another speedband superview super 7. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. E3: occupation staff of hospital.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus for the treatment of gastroesophageal varices during an endoscopic gastroesophageal variceal ligation procedure on (B)(6) 2025. During the procedure, it was found that the speedband superview super 7 could not deploy the bands normally which delayed the procedure. It was discovered that the bands were stuck inside the elastic band of the ligation component. The procedure was completed with another speedband superview super 7. No patient complications were reported as a result of the event. Additional information received on june 9, 2025. The patient's condition at the conclusion of the procedure was reported to be stable. It was noted that no difficulty was experienced upon setting up the device. It was reported that the physician removed the ligator shrink wrap at the beginning of setup. However, according to the directions for use (dfu), the shrink wrap must be removed at the end of setup.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Additional information: b5: describe event or problem h6: device codes e1: initial reporter title, first and last name e3: occupation.